Event description:
Was dispensed a zynex medical nexwave tens/ifc unit (B)(4) for treatment of back pain. The unit has repeatedly been delivering far higher shocks than according to program in tens mode, a powerful shock about every ten mins completely out of line with what shocking stimulation was delivered during other periods. Zynex requested return of the unit for replacement. Dates noted were (B)(6), 2014.